Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported the lead had been implanted for about two years when the high impedances were discovered in (B)(6) 2015. The patient had not experienced any trauma. The impedances were greater than 4,000 ohms and there was no function of the system. This led to incontinence. As of (B)(6) 2016, following the replacement, the patient was receiving effective therapy and doing well.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that a lead was replaced due to high impedance and the issue was resolved. No product information, event date, notified date, potential event cause, or symptoms were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.